Event description:
Per report received from japanese distributor, an end user hospital noted that one unit of a pressure monitoring line was in a pouch which was not sealed. The product had been packaged in ireland for distribution outside the us. The device was not used and was returned for evaluation.